Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital third party biomedical staff serviced the device. There was no ge employee visit to the site, no repair information available.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient injury.